Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol soft mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent an additional surgery, at which time it was noted that the "infected mesh was removed." Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no sample was provided for evaluation and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery where she was implanted with a bard/davol soft mesh to treat a large periumbilical hernia. Ni/ni/2016: the patient experienced unbearable abdominal pain. On (B)(6) 2016: the patient's physician scheduled a surgery to explore what was causing the patient's pain. The preoperative diagnosis was an abdominal wall abscess, but the postoperative diagnosis included infected abdominal wall mesh. The infected mesh was removed during surgery and the patient was informed at that time that infected mesh was the cause of pain and suffering. On (B)(6) 2016: the patient continued to experience pain and a second surgery was scheduled to remove additional mesh. The attorney alleges the bard/davol soft mesh is defective and that the patient experienced significant physical pain and suffering, permanent and substantial physical deformity, and has undergone medical treatment and/or corrective surgery and hospitalization.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery where she was implanted with a bard/davol soft mesh to treat a large periumbilical hernia. Ni/ni/2016: the patient experienced unbearable abdominal pain. (B)(6) 2016: the patient's physician scheduled a surgery to explore what was causing the patient's pain. The preoperative diagnosis was an abdominal wall abscess, but the postoperative diagnosis included infected abdominal wall mesh. The infected mesh was removed during surgery and the patient was informed at that time that infected mesh was the cause of pain and suffering. (B)(6) 2016: the patient continued to experience pain and a second surgery was scheduled to remove additional mesh. The attorney alleges the bard/davol soft mesh is defective and that the patient experienced significant physical pain and suffering, permanent and substantial physical deformity, and has undergone medical treatment and/or corrective surgery and hospitalization. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral hernias (x3) thereby underwent open repair with the implant of bard soft mesh. Per operative notes, ¿the first hernia was found on the left umbilicus. An old mesh was removed. Superior defect from previous repair was found. A large periumbilical hernia sac was dissected and a bard soft mesh was placed and sutured." (Note: an unknown mesh was explanted during this procedure.) (B)(6) 2013 - patient was diagnosed with abdominal wall wound thereby underwent partial removal of infected mesh. Per operative notes, ¿scar tissue was excised, a portion of involved mesh in the area was removed." (B)(6) 2013 - patient was diagnosed with abdominal ventral hernia with mesh thereby underwent partial removal of anterior mesh. Per operative notes, ¿small amount of exposed mesh was removed." (B)(6) 2016 - patient was diagnosed with abdominal wall abscess thereby underwent partial removal of infected mesh, drainage of abscess of the abdominal wall. Per operative notes, ¿purulent material was seen in the cavity. The exposed mesh was excised." (B)(6) 2016 - patient was diagnosed with recurrent abdominal wall abscess and a piece of mesh thereby underwent removal of mesh and drainage of abdominal wall abscess. Per operative notes, ¿the abscess cavity contains two lateral stitches and a piece of mesh. Lysis of adhesions performed and the mesh was removed completely." Attorney alleges that the patient had abscess, pain & suffering, permanent physical deformity and permanent injury.

Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol soft mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent an additional surgery, at which time it was noted that the "infected mesh was removed." Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no sample was provided for evaluation and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this is an addendum to the initial emdr submitted (MDR_number: 1213643-2018-02403). It was identified that the emdr is a duplicate of a previously reported event (MDR_number: 1213643-2017-00343). As such, this supplemental emdr is submitted to report the information. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.